Event description:
It was reported that the insulin pump excessively alarmed no delivery. Customer stated that blood glucose levels have been between 484mg/dl and 800mg/dl. Customer stated that doctors said the reason was because of diabetic ketoacidosis, but did not want to admit into the hospital. Customer's current blood glucose reading was 600 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).